Event description:
On two different occasions, btg, my son listed above had two serious hypoglycemic episodes that were unexplainable. For unknown reasons, his blood glucose dropped to severe low levels. He had to be helped twice by his college room mate to get his blood glucose levels back from life threatening levels. Without his room mate being available, btg would not be alive today or alive dealing with serious complications. Each time he had eaten a large meal prior to bedtime, gave his usual bolus and went to bed with the security of knowing that he would be safe. However, his blood glucose would be so low in the am that he was on the brink of unresponsiveness. His pump would be disconnected each time, interventions given, and then he would slowly return to base line. But, as I mentioned, he nor anyone else could explain what had happened and why since he did not over bolus for each meal. In fact, one time, he was sitting and watching television when he had an episode. This had never happened before. Each time, he would change his entire pump accessories 'just in case' there was a problem. We were all at a loss of what had caused such a drastic life threatening change until we got the recall notice for pump supplies from medtronic. The infusion sets recalled are the same one that btg uses. We now can put a cause behind the incidents mentioned. I believe that these sets were the cause and btg is very lucky to be alive. Dates of use: continual. Diagnosis or reason for use: diabetic. Event abated after use stopped or dose reduced?: yes.